Manufacturer narrative:
(B)(4). Date sent; 2/15/2023. A manufacturing record evaluation was performed for the finished device batch number 25804, and no non-conformances were identified.

Event description:
It was reported that a linx device was explanted due to dysphagia which started in (B)(6) of 2022. No ph test prior to explant. On (B)(6) 2022, imaging showed the device was discontinuous. (B)(6) 2022 ugi and (B)(6) 2022, egd dilation with fluoroscopy which showed no signs of erosion. Another linx was not implanted as a fundoplication was done instead. The facility stated that the planned operative procedure was to perform a laparoscopic capsulotomy to free up the linx device to see if it improved the dysphagia. Initial inspection showed the linx to be in good position with a nice scar around it infer to the hiatus. In taking down the capsule, doctor identified the linx was partially eroded at the ge junction on the anterior aspect of the esophagus/stomach. The egd was performed with partial visualization of a small portion of one of the beads intraluminal. The linx device was partially removed laparoscopically and endoscopically. All beads were accounted for.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can we please receive a specific timeline of events in regards to implant, dysphagia, ugi and egd dilation and all intervention procedures (please put everything in chronological order). Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids/immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6). Was the device initially effective in controlling reflux? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Are pictures or videos available of the erosion? Was the patient stented? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.